Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had difficulty charging the ins from the beginning and became frustrated. The ins had been taking to long to charge. The ins was now dead and the patient was uninterested in using it. No action was being taken at this time to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the patient¿s device is no longer working because the battery is dead because it would never hold a charge. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on (B)(6) 2018 reporting that the patient needed an MRI but the ins was dead for about a year or so. The caller unsure if the patient had been unable to charge the ins or if the patient chose not to charge the ins. No further complications were reported.